Event description:
This was a left-sided cardiac lead removal case performed in the cvor to remove a total of 3 leads (2 - rv and 1 - ra) due to a class I infection. The lead ages were: ra (biotronic solox vdd) - 60 months, rv (unk model#) - 42 months, rv (unk model#, right side implant) - unk age. An arterial line was established and fluoroscopy utilized throughout procedure. Upon opening the pocket, copious amounts of exudate were found. The pocket was cleansed, all 3 leads were cut and prepped with a lld-ez, lld#2 and lld#1. The md began lasing the ra lead with a 14f sls, upsizing to the 16f sls ii just prior to the innominate vein. The 16f sls ii with the outer sheath was advanced through the innominate vein to the svc-ra junction. The laser orientation was noted not to be towards right atrial wall. The pt's arterial blood pressure dropped suddenly. The md performed an immediate sternotomy and a hemopericardium, discovering a long tear in svc wall to innominate vein. Unfortunately, the pt was unable to recover from the volume loss and expired on the table. No devices were retained for return. There were no significant findings, issues or non-conformances noted in the lhr review.